Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not working. The device gave a battery warning and when they took it off them the clip came off and the device was dropped. They placed the battery in but the device gave an alarm then went blank. They had tried using three batteries. The customer¿s blood glucose was unknown. Troubleshooting was performed there was a crack on the battery compartment. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to battery tube was pushed down. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing serial number label.